Event description:
Reporter alleged obtaining discrepant blood glucose values of lo (less than 10 mg/dl) back to back with a result of 161 mg/dl when testing was performed 1-2 minutes apart on the active system. Reporter stated he was not experiencing any hypoglycemic symptoms during the time of testing. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.